Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision total knee replacement, dr. (B)(6), (B)(6) hospital, (B)(6) 2018. Primary surgery- (B)(6) 2006. Components removed were as per the joint registry forms attached. Primary surgery dates, patient details also on attached forms. On revision today patient presented with severe osteolysis, with significant bone loss, particularly on the femoral side. Components removed and knee was debrided. Prepared for and completed revision with vvc components, including stems and augments. I will send images of explants in a following email. Explants unavailable for return as patient requested them back. Patient consequence? Unknown. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.